Event description:
The manufacturer's rep reported that on 3 separate occasions, there was a reservoir volume discrepancy with the actual volume being greater than the expected. The first time, the estimated reservoir volume was 3cc and the actual was 16cc. The pt is allergic to dye and the hcp "does not want to give a bolus with roller study". A follow up report will be sent if additional info is received.